Manufacturer narrative:
It was reported that the patient has decided not to have this device replaced, despite the fact that the device is at eos. No adverse patient events have been reported. Device remains implanted. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. The battery status was eos and the device activated the safety backup mode. Analysis revealed an unexpected battery behavior, which led to the battery depletion and therefore to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. The battery status was eos and the device activated the safety backup mode. Analysis revealed an unexpected battery behavior, which led to the battery depletion and therefore to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.

Manufacturer narrative:
It was reported that the patient has decided not to have this device replaced, despite the fact that the device is at eos. No adverse patient events have been reported. Device remains implanted. On (B)(6) 2022, device was explanted the device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. The battery status was eos and the device activated the safety backup mode. Analysis revealed an unexpected battery behavior, which led to the battery depletion and therefore to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.

Manufacturer narrative:
It was reported that the patient has decided not to have this device replaced, despite the fact that the device is at eos. No adverse patient events have been reported. Device remains implanted. (B)(6) 2022 device was explanted prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The visual inspection of the device showed no anomalies. Analysis of the battery condition revealed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
Home monitoring alert for device, said it was in safety/backup mode since (B)(6) 2000, but was implanted (B)(6) 2015. Patient came in to office ((B)(6) 2020) and when the device was interrogated it indicated the device was at eos. Device remains implanted.